Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The device's event log revealed that the a "cassette not attached properly" alarm was displayed. The customer's reported issue was verified. The "intermittent cassettes message" alarm issue was caused by faulty downstream occlusion sensor. The faulty downstream occlusion sensor will be replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed an intermittent cassettes message. There was no reported injury to the patient.